Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for gluc3 glucose hk gen.3 (glu) and creatinine on the cobas 8000 c (701) module - c701. The erroneous results for both samples were reported outside of the laboratory to the doctor. Roche markets two assays for creatinine: crep2 creatinine plus ver.2 and crej2 creatinine jaffé gen.2. It was asked, but it is not known which creatinine assay was used. The first sample initially resulted with a creatinine value of 1537 umol/l. The sample was repeated, resulting as 79 umol/l. The second sample initially resulted with a glu value of 4.2 g/l. The sample was repeated, resulting as 0.99 g/l. No adverse events were alleged to have occurred with the patients. The creatinine and glu reagent lot numbers and expiration dates were asked for, but not provided. The field service engineer found that the tubing of a rinse station was leaking. The tubing appeared to be in bad shape. He replaced the tubing and the gear pump head. He replaced the rinse station due to a mechanical problem. He performed a decontamination of the analyzer. The heat cut filter was also replaced as the photometer check reading was high. All controls were ok after these actions.

Manufacturer narrative:
Investigations have determined that the root cause of the issue was the rinse station tubing. No further issues have been reported by the customer.